Event description:
The customer reported that her transformer was damaged and that it would no longer power her pump. Upon receipt of the pump on (B)(4) 2012, the returns department identified a breach in the housing.

Manufacturer narrative:
A replacement power supply was sent to the customer. In contact with the customer, the customer reported that her transformer did not work and that there were no injuries sustained. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damaged and cracking (only after at least three drops). This product was released as a result of CAPA (ca10-049 which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(6) 2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured to 0 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 56k, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.56 ohms, which is normal and indicates that the thermal fuse did not blow.